Event description:
On (B)(6) 2011, the patient presented with lower back pain radiating to the left leg. On (B)(6)2011 an MRI without contrast of the lumbar spine reportedly showed "a shallow protrusion and mild degeneration at l5-s1" and "the disc protrusion primarily in the left foramen and narrowing of the left foramen mildly." On (B)(6) 2012, the surgeon reportedly told the patient that the MRI showed "severe degenerative disc disease at l5-s1 with lumbar spinal stenosis" and that "the left foramina were completely blocked causing severe foraminal stenosis." On (B)(6) 2012, the patient underwent tlif l5-s1. On (B)(6) 2012, the patient presented for a post-op visit and began physical therapy. On (B)(6) 2012, the patient presented for physical therapy. Allegedly, the receptionist assisted with the therapy and the patient sustained injury as a result. On (B)(6) 2012, the patient presented complaining of pain over her right sacroiliac joint. On (B)(6) 2012, the patient underwent right si injections without x-ray. On (B)(6) 2012, the patient presented for follow up and reported that there was no relief from the si joint injection. On (B)(6) 2012, an MRI without contrast indicated fixation hardware and noted that "the nerve opening was somewhat difficult to visualize due to metallic artifacts, but there did appear to be a high grade spinal stenosis narrowing." On (B)(6) 2012, the patient lost control of her bladder while at work due to pain. On (B)(6) 2012, the patient presented for follow up, again complaining of pain. The surgeon reportedly told the patient that her symptoms were due to a severe vitamin d deficiency, for which she was being treated. On (B)(6) 2012, the patient presented to various physicians seeking second opinions. On (B)(6) 2012, the patient presented to a pain specialist with complaints of continued lower back pain and right groin pain that had increased since surgery. The patient reported that she had fallen several times since surgery and had bladder inconsistency. An emg was ordered. On (B)(6) 2012, an MRI with and without contrast indicated "that the bone graft had displaced posteriorly or could be related to the bone stimulation material that was used." On (B)(6) 2012, an emg showed "abnormal results." On (B)(6) 2012, the patient underwent si injection with x-ray. On (B)(6) 2012, a review of the patient's study results reportedly demonstrated bony overgrowth into the foramen and canal. On (B)(6) 2012, the patient was diagnosed with "lumbar radiculopathy, lower back pain from nerve irritation caused by damage to the discs between the vertebrae." CT scan and MRI reportedly "showed retropulsion of graft/cage." On (B)(6) 2012, the patient underwent revision surgery. The revision surgery took approximately 15 hours, and the patient recovered in the hospital for three weeks.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.